Event description:
It was reported that the device was noted to be in backup vvi mode while still in the box. No patient was involved. The device was not used.

Event description:
New information received notes that the cause of backup was drop in battery voltage.

Manufacturer narrative:
The reported event of backup vvi was confirmed in the analysis and was due to exposure to cold temperature outside of the recommended storage range. The device was tested on the bench and no anomalies were found.